Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized since 4th july was not using the insulin pump without sensor use. The customer was treated with insulin pump and dropped low went into diabetic ketoacidosis. The customer also reported that the pump battery died. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.